Manufacturer narrative:
(B)(4). Investigation summary: four photos and two loose 3ml syringe with opened blister packs from batch 0164840 (p/n (B)(4)) were received and evaluated. It appeared the "clear liquid substance" was silicone and was the normal and expected amount per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the reported defect was not identified in the samples received. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found on 5 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip plungers before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "there is a clear liquid substance at the plunger causing it to stick, once pulled back hard, it glides as it should. Odorless, colorless, oily/sticky, when I touch the plunger, its tacky and my fingerprint impression is left in the substance."